Event description:
This is a report from baxter (B)(4) of a leak near the filter area during priming. The line was disposed of as it was contaminated with blood, and a new line was primed. No patient injury or medical intervention occurred.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation. Batch review was conducted with no abnormality observed. If any additional information becomes available a follow up medwatch will be submitted. (B)(4)